Event description:
It was reported that the catheter became stuck on a guidewire. A 3.50x38mm promus element¿ plus drug eluting stent was selected for use to treat the lesion. However, during the procedure, the stent catheter was gripped on a 0.014 unspecified guide wire. A test to pass the guide wire lumen was done using a retrograde approach but it held at the same point. The procedure was completed with a 3.5x38mm taxus stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. The inner wire lumen was broken at the bi-component bond. The bi-component break was visually evident and appeared as a separation of the inner wire lumen at the bond site during microscopic examination. There was evidence of stretching & damage to the inner wire lumen proximal to the bond break, and also compression failure (accordioned) of the shaft wall material distal to the bond break. This damage was likely caused by excessive forces being applied to the delivery system. The product mandrel was not returned and the device was unable to be tracked over the guidewire due to the restrictions caused by the damage to the inner wire lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that the catheter became stuck on a guidewire. A 3.50x38mm promus element¿ plus drug eluting stent was selected for use to treat the lesion. However, during the procedure, the stent catheter was gripped on a 0.014 unspecified guide wire. A test to pass the guide wire lumen was done using a retrograde approach but it held at the same point. The procedure was completed with a 3.5x38mm taxus stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).